Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs additional suspect medical device component involved in the event: model number/catalog number: db-4600-c serial number: n/a batch/lot number: 27010181 model/catalog description: suretek burr hole cover kit unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient was receiving adequate tremor control from their deep brain stimulation (dbs) system to their left hand, but in an attempt to optimize the therapy the patient underwent a procedure to reposition the right lead. The physician decided to replace the right lead and right burr hole cover. The device will not be returned as they were disposed of by the facility. No further information has been obtained despite good faith efforts.